Manufacturer narrative:
The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. Reason for reoperation: lymphoma. Explant surgery has not confirmed.

Event description:
Patient representative reported patient had lymphoma. Histopathological markers were not reported. The status of the device is unknown.